Manufacturer narrative:
This complaint was generated in error and there was no actual malfunction with this device.

Event description:
It was reported by service report that the customer alleged that the head of bed was stuck down and could not be pumped up. Upon inspection of the unit by the service technician, it was identified that the tech could not replicate the problem and found the head end jack to be working to specification. No patient was affected and no clinally relevant delay in treatment was reported.

Event description:
It was reported by service report that the customer alleged that the head of bed was stuck down and could not be pumped up. Upon inspection of the unit by the service technician, it was identified that the tech could not replicate the problem and found the head end jack to be working to specification. No patient was affected and no clinically relevant delay in treatment was reported.